Event description:
Hosp rn developed itching rash and hives to chest, back, neck and stomach after prolonged and repeated exposure to latex gloves and aerosolized powder from latex gloves. Other symptoms included rhinitis, itchiy watery eyes, vocal changes and sneezing.